Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads upn: m365db2202450 model: db-2202-45 serial: (B)(6) batch: 7118403.

Event description:
It was reported that the deep brain stimulation (dbs) patient developed a post operation bleed following the lead implant procedure. The physician does not believe the bleed is device related and the surgery went smoothly. The initial computed tomography (CT) was fine, and the bleed began 12-18 hours after surgery. The patient has been in the hospital since the bleeding occurred and they have been treating accordingly. The patient has weakness on one side of the body, but the bleeding has subsided, and the patient is recovering.